Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician placed a taxus liberte 2.75x24mm drug eluting stent to the 60% stenosed lesion located in the mildly tortuous, mildly calcified right coronary artery (rca) using a jr 3.5 6 fr and bmw guide wires. The lesion was pre-dilated, unknown type and size. Once the stent was in position at the lesion site, the physician could not see the stent on the angio monitor and decided to withdraw it from the patient. At that moment, the stent was dislodged from the catheter. The procedure was completed using a cypher 2.75x23mm to stent the lesion. The taxus stent was never located and never removed from the patient. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.